Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue knob on the front of the resection guide that controls the locking of the height adjustment is unmovable and does not allow the device to remain fix at a desired resection pointed.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.